Manufacturer narrative:
Correction/removal number: 3002809144-12/20/18-001-c. A product correction letter was issued to all alinity I customers with impacted serial numbers. The letter informs the customer of the issue regarding the alinity I gear pump assembly (part number a-30108552-01) which may result in foaming or bubbling out of the bottle reservoir for concentrated wash buffer and an unexpected amount of dried residue of buffer. The concentrated wash buffer contains 5-bromo-5-nitro-1,3-dioxane, which may produce an allergic reaction when in contact with skin. An abbott representative will schedule replacement of the gear pump assembly part number a-30108552-01 in the concentrated wash buffer position with a properly calibrated pump part number a-30111949-01 for all impacted customers. The product correction letter provides instructions to continue to follow the alinity ci-series operations manual when accessing the bulk solution reservoir area to prevent skin contact until the part is replaced. The cause of the foaming/bubbling is a result of an improper calibration of the pump's operating speed.

Event description:
The field service technician observed crystalization present on the cap of the concentrated wash buffer on the alinity I processing module. There was no adverse impact to patient management or user safety reported.